Event description:
Hamilton medical ag received the following description: during preventive maintenance, when the device was switched on, it showed "panel connection lost". After on/off a few time and technical fault (tf) 9412 and tf9413.

Manufacturer narrative:
Investigation is ongoing.